Event description:
It was reported that the catheter was inserted in 2008 without complications. Chemotherapy was given in the catheter during the period until this problem occurred. When the patient arrived for maintains of flushing & bandage in early 2009, the nurse noticed that the catheter had come loose from the connector and the end of the catheter was on the inside of the patient.

Manufacturer narrative:
The complaint of a break was confirmed, but the exact cause is unknown. The 4 fr groshong tubing broke within the strain relief oversleeve. A break in the strain relief oversleeve coincided with the break in the tubing. The cross sections of the breaks exhibited a rough and granular surface. The breaks were located at the distal end of the hard plastic connector. A kink was noted in the catheter tubing approximately 0.4 inches distal to the break. The kink coincided with the distal tip of the strain relief oversleeve. It appears that the catheter was placed in a location that was vulnerable to kinking, which may have been a factor in the catheter break; however, the exact mechanism of damage is unknown. A chr lot #rerk0374 showed one other similar product complaint(s) from this lot.